Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, the display screen was found to be dim and discolored. Unrelated to this issue, the keypad cover was returned lifting off. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2015.